Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. An increased airstream temperature (hot temperature alarm) was observed in the device's downloaded error log and appears to have been caused by the ambient conditions in which the device was operating.